Event description:
It was reported that there was a quality defect on a silicone foley catheter ch18. Stated that there was a significant adhesion observed when the catheter was withdrawn, although the balloon was completely deflated. The catheter was checked after removal and the balloon of the catheter presented a sag creating a prominent collar on the central zone of the balloon. It was also stated that this defect had been observed on several occasions on different batches per additional information received 01jun2021, the patient experienced pain and discomfort during removal of the catheter. Per mail notification received from ibc on 11jun2021, stated that the catheter balloon sag refers to swelling and there was no any foreign material.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect balloon design ¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. Bard and bardex are registered trademarks of c. R. Bard, inc. Or an affiliate. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Released" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a quality defect on a silicone foley catheter ch18. Stated that there was a significant adhesion observed when the catheter was withdrawn, although the balloon was completely deflated. The catheter was checked after removal and the balloon of the catheter presented a sag creating a prominent collar on the central zone of the balloon. It was also stated that this defect had been observed on several occasions on different batches. Per additional information received 01jun2021, the patient experienced pain and discomfort during removal of the catheter. Per mail notification received from ibc on 11jun2021, stated that the catheter balloon sag refers to swelling and there was no any foreign material.